Event description:
The healthcare provider reported that they felt the alarm date was less accurate as the amount of drug in the pump decreases. No interventions, drug, symptoms or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).